Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction. (B)(4).

Event description:
This is a non-us event. This occurred in (B)(6). The consumer reported seven tampons stretched out and fell apart in her hand during removal. She was not sure if any pieces were left inside and did not seek medical assistance.